Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received (dl23381830-2 and dl23381830-3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the e105 error code and the e107 error code which led to the 3 hour delay occurred due to failed of the light-emitting diode (led) unit of otv-s300 and failed to produce a normal outgoing beam. However, the root cause of the phenomenon's could not be identified. In addition received in dl23381830-3, the following non-reportable malfunctions were found during the device evaluation: liquid adhesion inside the video connector receiver and image color tone abnormality occurs due to printed circuit board failure (overall yellow-green tinge). Olympus will continue to monitor field performance for this device.

Event description:
No additional treatment given to the patient after the surgery. No unplanned hospitalization required. The patient's current health condition is good.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed; the e105 and e107 communication errors occurred during the inspection testing. No other abnormalities were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that immediately after the start of the unspecified procedure, an e105 and e107 communication error occurred on the visera elite ii video system center when the power was turned on and connected with the scope. While waiting, the patient was under anesthesia for about three hours. The procedure was completed with another similar device. The device was not inspected before use.